Event description:
Account reports they utilize the reported device with a 60cc syringe, to draw perfluoro propane, (c3f8-FDA approved), directly from the gas tank. The gas is completely translucent and the healthcare professional is unable to take note if during the draw, air is being drawn or gas. The gas is injected into the pt's eye either via infusion cannula or needle injection made directly into eye, for retinal surgery. Account believes the stopcock is drawing air due to they have had incidents in which they injected gas into the pt's eye, and due to no changes in the pt's eye and more fluid present than gas in the eye, which should not be the case, they believe they are injecting air. Reporter stated the pts could potentially be returned to surgery if the gas was not present, though this has not happened. Reporter added that when they used to utilize the k169a stopcock, they did not encounter these difficulties.